Event description:
The customer reported that the system displayed a generator error message. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found that the unit did boot and fluoro, but movement of the lift column or c-arm would cause the unit to display a "generator error" on the dog house display. He suspected it was the hi voltage cable assembly. The cable fix did not fix the unit. He replaced the batteries and tested the unit. The unit operates as intended.